Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis. The cause was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with vancomycin (dose, route, frequency, and duration not reported) for bacterial peritonitis. Dianeal therapy remained ongoing; however, the plan is for the pd catheter to be removed in the future (date not specified). At the time of this report, the patient remained hospitalized and the patient outcome was not reported. No additional information is available.